Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) display screen went black, and then the system spontaneously shut down. Continued troubleshooting to determine the cause of this event is currently underway. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) display screen went black, and then the system spontaneously shut down.

Event description:
The biomedical engineer reported that the central nurses station (cns) display screen went black and then the system spontaneously shut down.

Manufacturer narrative:
Details of complaint: customer sent email on 1/24/2018 stating central nursing station (cns) sn (B)(6) screens went black and the unit booted back up. The viewing program had to be open and all patient information was gone. In the same email thread, a network engineer from customer's it, clayton cross, reported this same issue has been happening in the ed department once a week for the past several months. Clayton suspected this is due to the ups doing self-test and the battery was bad, thus cutting power to the cns, causing the reboot. Customer needed confirmation. On 3/9/2019, customer responded to nk tech support stating the issue was "resolved" without providing further information. Since customer's email on 3/9/2019, there has been no additional correspondence. Nk tech support had made attempts to reach out to customer but did not receive a response. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: there have been no additional service records for this device. Service history for this customer shows no other issues relating to cns experiencing the weekly rebooting issue. Without additional information, the root cause could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Additional information: b3. Date of event (corrected). B4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information: correction: h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report: a2 - a6, b2, b6, b7, d4 lot # & expiration date, d6 - d7, d9, d11& c2, f10, g6, g8, h7, h9.